Event description:
As reported by the edwards field clinical specialist, upon removal of the sheath during a transfemoral tavr procedure, a small dissection was appreciated on angiography in the right external artery. An 8x38mm atrium stent was placed over the dissected area with an excellent result. Additionally prior to surgical cutdown repair of the of the right femoral access point, it was noted that the access area looked moderately dissected in several locations. An 8mm hemoshield graft was placed on the right femoral artery with an excellent result. Throughout the procedure the patient remained stable. Pre and post inspection of the sheath revealed no abnormalities. Discussion of the root cause occurred with the operators and it was noted that a few pieces of the calcium and tighter vessels lead to the dissections of the right external iliac artery and femoral artery access site.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum vessel diameter for a 22fr sheath is 7 mm. In this case, the access vessel's minimum luminal diameter was 7.2, and the vessels were noted to be moderately calcified and mildly tortuous. In this case, per the operators, tight vessels in combination with a few pieces of calcification led to the reported vascular complications. In addition, the borderline size of the vessel may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.